Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the size of the screw is incorrect. The incorrect sizes in the clips were 6mm and not 4mm. It was reported the screws were not retaining. This is 2 of 11 reports for this event.

Event description:
This is 2 of 11 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information from product received. Product was received and the investigation is on going.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation shows that the markings on the plastic containers are indeed wrong. We are not able to determine the exact cause for this problem but we suppose that one step during the manufacturing process was not carried out properly. This is clearly a manufacturing fault. We can only presume despite the small probability of such occurrence that there was a lapse in our quality control and these particular articles were inadvertently packed without having gone through proper control. The screws have been returned to the manufacturer for further evaluation.

Manufacturer narrative:
This device used for treatment and not diagnosis. Product was returned in non-synthes packaging with five screws in one pouch and 5 clips in a second pouch. Manufacturing evaluation could not be conducted as the lot number was not supplied with complaint. Placeholder.